Event description:
It was reported that during a semi-open lobectomy, a nurse felt that something was wrong in handling the device. Another device was used to complete the case. There were no adverse consequences to the patient. When the sales rep received the device, it was found that the closing lever did not lock and the jaws could not keep closing properly. Also, there was an unexpected in grasping the closing lever.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Release button. What felt wrong with the device? ---the nurse felt an uncomfortable feeling, but she was not sure what was wrong. Was the user unable to close the jaws of the device? --- yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? --- 3rd firing. What color cartridge was being used? --- gold. Were any of the forces higher or lower than expected (closing, firing, or opening)? --- no information the analysis found that one pse60a device was received for analysis without cartridge reload. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage is consistent with wear that is observed over multiple firings when the user actuates the clamp release without squeezing the closing trigger against the handle. Wear in this area can be reduced by squeezing the closing trigger against the handle, then depressing the clamp release on either side of the device. Maintain pressure on the clamp release and slowly allow the closing trigger to open. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.